Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the following from the image sent by olympus medical systems india private limited. Foreign material was attached around the forceps elevator. Foreign material adhered to the area that can be washed with a brush. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, omsc concluded that the reported event may have been caused by improper reprocessing by the user. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. But was returned to omsi for evaluation. Omsi inspected the device and confirmed the following, there was a leakage at the switch one 1 key top due to defect of the watertight area. Foreign material adhering to around the forceps elevator may have been caused by insufficient cleaning by the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(6) private limited (omsi) and found that foreign material was attached around the forceps elevator and under the forceps elevator. There was no report of patient injury associated with this event.